Event description:
The customer reported that the 840 ventilator o2 gas was pulled out and checked while in use on a patient, and the ventilator became inoperable. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing. The hospital staff was advised of the user error.